Manufacturer narrative:
H3: the solitaire fr4-4-40 stent device was returned for analysis. The reported rebar 18 catheter was not returned with the stent. The solitaire fr4-4-40 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and no defect was noted on the marker coil. No damage was noted on the pushwire. No other anomalies were found. The solitaire fr4-4-40 stent device was tested for resistance using an in-house rebar 18 catheter with an inside diameter (ID) of 0.021 inches. The solitaire stent passed through the catheter hub and tip without issues. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was not confirmed, as no issue was encountered while testing for resistance. At the same time, no damage was noted on the returned solitaire fr4-4-40 stent device. Therefore, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible/damaged catheter, and a lack of continuous flush with heparinized saline during the procedure. In this event, it was reported that the vessel tortuosity was normal, and the reported rebar 18 catheter was compatible with the solitaire fr4-4-40 stent device, ruling out vessel tortuosity and catheter incompatibility as possible causes of the resistance complaint. A damaged catheter and a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Since the reported rebar 18 catheter was not returned, any contribution to the reported failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire experienced resistance in the rebar 18 microcatheter and was kinked. The patient was undergoing treatment for an intracranial thrombectomy. It was reported that during the process of pushing the solitaire stent in, when entering the connection between the y-valve and the microcatheter there was the obvious feeling of obstruction when pushing. The assistant took out the stent and hydrated it again, and it was found that there was a little kink when it was taken it out. There solitaire was replaced, and the patient did not experience any injury, complications, or adverse effects. The devices were prepared according to the instructions for use (IFU). Additional information received that vessel tortuosity was normal. After the stent was replaced, the microcatheter was still used for subsequent operation, and it was successfully completed.